Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for dimension, flimsy cannula, needle bending during use & difficult/unable to operate.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer was given a different size pen needles to the consumer and she is having issues with the new size pen needles bending and being flimsy. Hi, I am insulin dependent diabetic so I go through a lot of pen needles. The last couple of boxes (100 count) that I have gotten I've had a real issue with. Typically, I use the 8mm needles but lately my pharmacy has been filling my scrip with the 4mm needles. I do not like the 4mm needles at all - they are very flimsy and they bend on me all the time so I'm wasting them a lot of the time. I go to inject and the needle bends so I'm wasting needles and insulin. I am being told the 8mm needles are very hard to get; that most pharmacies are only getting the 4mm ones. I am very frustrated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer was given a different size pen needles to the consumer and she is having issues with the new size pen needles bending and being flimsy. Hi, I am insulin dependent diabetic so I go through a lot of pen needles. The last couple of boxes (100 count) that I have gotten I've had a real issue with. Typically, I use the 8mm needles but lately my pharmacy has been filling my scrip with the 4mm needles. I do not like the 4mm needles at all - they are very flimsy and they bend on me all the time so I'm wasting them a lot of the time. I go to inject and the needle bends so I'm wasting needles and insulin. I am being told the 8mm needles are very hard to get; that most pharmacies are only getting the 4mm ones. I am very frustrated.